Manufacturer narrative:
Manufacture details, additional manufacturing site: (B)(4). Serial numbers: (B)(4). For 5 of the 8 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The control board was replaced to resolve 3 of the reported events, the central processing unit was replaced to resolve 1 event, and the battery was replaced to resolve 1 event. For 1 of the reported events, the distributor performed checkout of the system. For 1 reported event a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 event, the ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint however the error was observed in the logs. The power switch was replaced, and the unit was returned to service.

Event description:
This report summarizes 8 malfunction events. A review of the events indicated that model 1009-9000-000 anesthesia gas machine experienced unexpected reset. 3 were reported for error that results in a system required restart, 5 reported for unexpected reset error or alarm. These reports were received from various sources. Of the 8 events, 6 did not involve patients, and 2 did involve patients. There was no patient information available.